Manufacturer narrative:
Further information was requested but not yet received.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and mode switch were noted on the right atrial lead. Technical support was contacted and provided reprogramming recommendations, however, no intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.